Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2. Cautery device not working properly, would not heat or cauterize tissues. Opened 2nd device.

Manufacturer narrative:
Trackwise ID (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Manufacturer narrative:
Trackwise #(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2. Cautery device not working properly, would not heat or cauterize tissues. Opened 2nd device. No harm to patient.

Event description:
N/a.

Manufacturer narrative:
Trackwise # (B)(4). Updated section: b4, g4, g7, h2, h3, h6, h10 analysis of production (3331/213/67) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Historical data analysis: (4109/213/67)the review of the historical data indicates that no other similar complaints was reported for the same lot number and reported failure mode. Trend analysis: (4110/213/67) the overall 24 month product complaint trend data for the period jan 2020 to dec 2021 was reviewed. There were no triggers identified for the review period. Communication/interviews: (4111/213/67) communication/interviews were performed to obtain all possible information testing of actual/suspected device & testing of raw/starting materials: (10/4105/213/67) the device was returned to the factory for evaluation on 01/24/2022. An investigation was conducted on 02/01/2022. A visual inspection was conducted. Signs of clinical use and evidence of charred material was observed on the base of the jaws. The heater wire was observed to be flexed away from the hot jaw due to normal clinical use. The clear silicone insulation on both the cold and hot jaws was observed to be intact, no visual defects were observed. An electrical evaluation was conducted. A pre-cautery test was performed per the instruction for use (IFU) with a reference cable, adapter and reference power supply vh-3010 at level 3.0. The device passed the pre-cautery test. It produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. A tone was audible from the power supply upon activation. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. An activation and transection capability test was performed over four(04) repetitions using "max life test method stm2048073. The device activated and transected tissue five (05) times with no cautery failure observed. Based on the returned condition of the device, the reported failure "electrical /electronic property problem" was not confirmed.